Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an IV tubing set leak while infusing insulin (100units/100ml). The leak was located where the "soft tubing connects to the blue connector on the proximal end." The customer reported no patient harm and no medical intervention.

Event description:
The received customer medwatch states: "disposable tubing set has a leak where soft tubing meets blue connector at top of soft tubing section. This leak location is prior to the pumping mechanism and would allow fluid to leak onto floor and not be delivered to patient."

Manufacturer narrative:
The customer¿s report of set leaking was confirmed. During visual inspection of the set it was noted that the silicone segment had a tear near the upper fitment. The tear was measured to be 0.0128 inches long. Visual examination under magnification noted no crush marks to the upper blue fitment. No other anomalies were noted. Functional testing was performed and leaking was observed coming out from the silicone tubing near the upper fitment. Pressure testing was performed and leaking was observed at the silicone tubing at less than 3psi of air. No other anomalies were observed. The cause of the leak was due to a tear in the silicone segment. The root cause of the customer¿s report was not identified.